Event description:
It was reported that a catheter leak occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a farawave pfa catheter was selected for use. After approximately 35 applications, the catheter made a rattling sound. The catheter was inspected, and saline was noted to be dripping out of the back of the handle. The catheter was held away from the fluid to stop the noise, however, the physician opted to exchange the catheter. The catheter was replaced, and the procedure was completed successfully. No patient complications were reported. The catheter is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.